Event description:
It is reported that the pt was revised due to left femoral shaft fracture.

Manufacturer narrative:
Eval summary: primary surgical notes noted that the pt had protrusio deformity that required autologous grafting. The reduced hip was found to have an excellent range of motion, stability, and restoration. The revision surgical notes stated that the pt had an unwitnessed event that cause pain to develop in the left leg. X-ray revealed that the femoral shaft had fractured. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.